Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The subject device was not returned to omsc for evaluation. Omsc presumed that the insufficient or incorrect reprocessing scope was used for next procedure because it might have been used for the procedure with a foreign material clogged. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, a small black foreign material was found in the air/water nozzle due to insufficient cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, the foreign material was like black rubber and it did not originate from the subject device. The exact cause of the reported event could not be conclusively determined. It was presumed from the following information that the foreign material was derived from pieces of the silicone rubber products. * IFU specifies as below: - remove blockage by flushing water into the air channel at precleaning. - clean the external surface of endoscope with soft brush or gauze. * according to the past similar case, pieces of the silicone rubber products entered the air/water channel by mistake and clogged the nozzle. It was also presumed that the facility staff were short of training for scope handling according to IFU and reprocessing.